Manufacturer narrative:
Per the customer, the accutni sample was collected in a lihep plasma tube and centrifuged for five (5) minutes at 3700 rpm at room temperature. Per the customer supplied qc charts, all three levels of accutni qc were within the customer's established ranges prior to the event. Per the customer supplied documentation, a routine system check was performed on (B)(4) 2011, which passed within instrument specifications. Another routine system check was performed after the event on (B)(4) 2011, which significantly failed multiple specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed a preventive maintenance (pm) on the instrument. The fse also performed a high sensitivity system check and no issues were reported. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining an erroneously elevated troponin (accutni) result above the ami cut-off for one patient that was generated by the access 2 immunoassay system. Subsequent testing on an alternate instrument produced a lower result within the normal reference range. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.